Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of scratches of the insertion tube". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device nozzle has a foreign object noted to be attributed to insufficient cleaning (handling problems). Furthermore, inspection found the a-rubber (insertion section) has a scratch. Connecting tube (insertion section) has a scratch. The reported issue of " scratches of the insertion tube" was confirmed. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Noise occurred on the image. Protector of universal cord on s-connector side has discoloration. S-connector has discoloration. Sc cover unit has a scratch. Switch box has a scratch. Forceps elevator (fe lever/fe knob) has a scratch. Up/down knob and corrosion, s-cover has scratch. Grip h as a scratch. Air/water (aw-cylinder) has discoloration. Universal cord has discoloration. Connecting tube has a wrinkle. Due to corrosion on endoscope connector, e218 (scope malfunction err) occurred. Investigation is ongoing. This report will be supplemented accordingly following investigation.